Event description:
Decreased pacing impedance measurements, decreased r-waves and increased capture thresholds were reported. The physician elected to monitor the patient.

Event description:
Additional information received notes lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasions were found at 9.7cm to 10.6cm and 11.2cm to 11.4cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.